Manufacturer narrative:
The reported event of wire was stuck inside the lead was confirmed. As received a complete lead was returned in one piece. Visual examination found the inner coil and ptfe coating of the stylet was found bunched up at the connector region. The cause of the reported event was isolated to the bunching of the inner coil and ptfe coating of the stylet during procedure.

Event description:
It was reported that during an implant procedure, the guidewire was unable to be removed from the left ventricle (lv) lead. The physician elected to not used the lv lead and a new lead was replaced. Subsequently, the new lv lead also showed resistance and was unable to be removed from the guidewire. Hence, the physician decided to cut the guidewire and kept the part of the guidewire inside the lv lead to complete the procedure safely. The replacement lv lead was implanted successfully. The patient had no consequences throughout the procedure.